Event description:
Connection issues associated to the atrial channel during the implantation procedure; therefore, the device was not implanted. The physician has watched the lead connecting video and the tilting method to verify complete screwdriver insertion was applied.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the identified damages to the atrial set-screw. The damages sustained to the atrial set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in (B) (4). Subsequent rotation with the torque screwdriver can lead to stripping of the upper portion of the set-screw cavity.